Event description:
It was reported that "41622" was displayed when trying to prime. The fault occurred while checking before in use with the patient. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a record of error 41622 that occurred during the pump operation. The cause of the customer reported problem was a defective mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.